Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 5 of 5 MDR's filed for the same event (reference 1825034-2016-03773 / 05119 / 05120 / 05121 / 05122).

Event description:
Patient's legal counsel reported patient allegations of left hip pain 13 days following revision procedure. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.